Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 54 and 224 mg/dl. Test were done within 2 minutes with a difference of 108%. Patient did not experience any adverse events. No further information has been reported.